Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-feb-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was stuck on window update. A technical support specialist (tss) worked with the fse to bring the device back online. They were able to synchronization the device and resolve the auto launch application issue. However, the device continued to display as offline even after the network configuration was completed. The tss recommended that the fse to reinstall the rss remote access agent and follow up with rss services. The field service engineer (fse) found that the application was not launching. Troubleshooting indicated that reimaging the device was necessary to resolve the application issues, however, the problem persisted. During testing, the device became stuck on peripheral initialization. The fse isolated all peripherals and ultimately replaced the scanner, keyboard and device was reimaged which resolved the issue. A functional test was performed, and diagnostics were successfully completed. The system functioned as intended after the technical support specialist and field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station was stuck on the windows update screen at 7 percent with no progress. The customer stated that they had rebooted the station, but it continued to return to the same update screen. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.